Event description:
Device 2 of 2. Reference MFR report: 1627487-2013-04649. It was reported the pt was admitted to the hospital for uncontrolled back pain. The pt also reported headaches and weakness in the legs. It was reported anteroposterior x-rays were taken which revealed one of the leads may have been anterior in position. A CT scan was subsequently performed, and the pt was admitted to the hosp as well as referred for an unrelated urologist workup. The physician explanted the scs sys on (B)(6) 2013, and a csf leak was confirmed. It was reported the physician thought the issue may have been caused by the leads being in a subarachnoid position. Attempts to determine the pt status were unsuccessful.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.